Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported by the technician that two marks where noticed on a sterile package of the implant.

Event description:
No additional information available at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The returned device identified black mark inside the inner sealed pouch. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned product was sent for an sem analysis to identify the material composition of the black marks. The analysis concluded that the black marks/debris are was made of ti, al and v as major foreign elements. The foreign elements identified in the black marks on the sterile pouch were transferred from the implant¿s porous coating. The likely condition of the product when leaving zimmer biomet was conforming to specifications. The root cause of the reported event is related to transit damage. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
An alternate device was used to complete the procedure.